Event description:
The coronary care unit (ccu) registered nurse (rn) was setting up baxter prismaflex continuous renal replacement therapy (crrt) machine. The qr code was scanned on the filter as directed by the set-up, and the rn was able to proceed to the next step. When the machine began to perform the priming steps, the machine alarmed wrong set detected. The filter set up never reached the patient. The set was removed from crrt, and another filter setup was used.